Event description:
It is reported that the device was revised in 2009 due to the articular surface disassembling from the tibial baseplate. This is the second time this has happened to the pt. Implant date is unknown.

Manufacturer narrative:
This report will be amended when our investigation is complete.